Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis h6 codes: health effect - clinical code - e0131 speech disorder.

Event description:
It was reported that no audio output occurred. The patient experienced no audio output for high cgm (continuous glucose monitor) readings. The patient¿s spouse stated that the cgm readings had been normal and then they went high during the night, but the patient and spouse were unaware because they heard no alerts. Upon awakening the next morning the patient was confused, did not know his name, and had difficulty talking. The spouse discovered his device readings were over 400 mg/dl and he was transported to the ER (emergency room). The blood glucose was over 500 mg/dl but the spouse did not remember specific values. It was also determined that the patient¿s tandem insulin pump was not working correctly. The patient was diagnosed with diabetic ketoacidosis and admitted to ICU (intensive care unit) for treatment with IV insulin. During the ICU stay the sensor and transmitter were discarded by hospital personnel. At the time of the report, it was noted that the patient¿s condition had stabilized, and discharge was planned for the following day on (B)(6) 2024. Data was evaluated and data investigation could not confirm the no audio alert on the mobile app. Patient was observed above their high threshold of 350 mg/dl with an egv (estimated glucose value) of 372 mg/dl at 12 am on 01/11/2024. It was noted in the alert schedule that the always sound feature was set to 'false' for the high alert. The probable cause could not be determined. No additional patient or event information is available.